Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1kr0v, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Section other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2021-09-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s baseline symptoms returned after 2 months of successful relief with the initial implant. The patient denied any falls or trauma or turning the therapy off with the remote. The patient had increased amplitude past 3.0 on their own. The healthcare provider checked impedances and battery life, which were normal. The patient was also reprogrammed by the healthcare provider and stimulation was increased to try to resolve the issue. The system was replaced to resolve the issue, but it was not confirmed to be resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) revealed insignificant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.